Manufacturer narrative:
Nora, t., heinonen, h., tenhunen, m., rainesalo, s., järvenpää, s., lehtimäki, k., peltola, j. Stimulation induced electrographic seizures in deep brain stimulation of the anterior nucleus of the thalamus do not preclude a subsequent favorable treatment response. Front. Neurol. 2018; 9:66. Doi: 10.3389/fneur.2018.00066. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Summary: deep brain stimulation (dbs) of the anterior nucleus of the thalamus (ant) is a method of neuromodulation used for refractory focal epilepsy. The article reports a patient suffering from drug-resistant epilepsy who developed novel visual symptoms and atypical seizures with the onset of ant-dbs therapy. Rechallenge under video electroencephalography recording confirmed that lowering the stimulation voltage alleviated these symptoms. Subsequent stimulation with the initial voltage value did not cause the recurrence of either the visual symptoms or the new seizure type, and appeared to alleviate the patient¿s seizures in long-term follow-up. The authors therefore hypothesize that the occurrence of stimulation induced seizures at the onset of dbs therapy should not be considered as a failure in the dbs therapy, and the possibility of a subsequent favorable response to the treatment still exists. Reported events: a (B)(6) year old male patient implanted with bilateral deep brain stimulation (dbs) for epilepsy experienced temporary, minor decrease in seizure frequency, which was hypothesized to be due to microlesion effect. The patient's original stimulation parameters were set to 5 v amplitude, 90 usec pulse width, 140 hz frequency, and 1 min on 5 min off cycle on contacts 2 and 10. Voltage was gradually increased to 7 v; however, after microlesion effect began to recede, the patient's seizures returned to baseline values, so active contacts were switched to contacts 1 and 9. Voltage was again set at 5 v and increased to 7 v. The patient had a status epilepticus (se) episode shortly after this adjustment, which indicated these stimulation parameters were not optimal, and the ins was temporarily shut down. In (B)(6) 2011, the patient came to the clinic for 3 day video electroencephalography (veeg) monitoring to determine optimal stimulation parameters. The ins interfered with eeg causing artifact in the form of a sharp "drop" on some channels due to the monopolar cathodal stimulation. On the second day, the patient reported transient visual symptoms consisting of "fogginess" of vision without any eeg abnormalities and with the onset of stimulation parameters of 5 v, 90 usec, 180 hz, and 1 min on 5 min off on contacts 3 and 11. Later the same day, the onset of stimulation on phase simultaneously provoked seizure activity. Clinical manifestations of this seizure differed from the patient's habitual seizures: the patient was able to continue conversation with their roommate, but complained to a nurse that colors seemed different and text on a magazine was distorted. The patient had no memory of this discussion. During the third day, the patient experienced several visual symptoms including multiple black to transparent shapes appearing and traveling in his field of vision. All symptoms vanished when stimulation amplitude was decreased to 3 v during the third day of recording. Stimulation was later returned to 5 v the same day and increased to 7 v in the long-term without event. The patient experienced long seizure free periods and significant reduction in overall seizure frequency. During the last 5 months of a 40-month follow-up, the patient had a mean of 1.6 seizures per month; most of the seizures were habitual focal unaware seizures instead of tonic-clonic seizures. It was noted only the topmost contacts (#3 and #11) activated a sufficient number of neurons in the anterior ant to achieve seizure suppression. The patient's relevant medical history included temporal lobe epilepsy with brief complex partial seizures (focal unaware), with some seizures propagating to secondarily generalized tonic-clonic seizures. The patient was implanted with model 3389 leads. It was not possible to ascertain any additional specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.